Event description:
Customer called to report he is currently having trouble with the battery cap. Customer also reported hospitalization due to diabetic ketoacidosis. The blood glucose reading at the time was 530 mg/dl. The current blood glucose reading is 200 mg/dl. Advised customer that a replacement insulin pump will be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion and excessive no delivery tests due to the prime/fill anomaly. The device passed the selftest, displacement, rewind and basic occlusion tests. All operating currents are within specification and off no power alarm functions properly. Cracks to the belt clip slot, battery tube threads, reservoir tube lip and a scratched display window noted.